Event description:
It was reported that after an unrelated procedure, the patient had abnormal heart conduction. The right ventricular (rv) lead was inactive due to loss of capture, and the patient was supported by temporary pacing. The rv lead was capped on (B)(6) 2025, and replaced. The device was replaced as well for unknown reasons. The patient was stable.